Event description:
Caller alleged discrepant high inratio inr result in comparison to the lab inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 2.9, lab inr: 8.0, 7.6 and 7.1. The time between testing was: 4.5 hours between lab 8.0 and lab 7.6, 4.5 hours between lab 7.6 and inratio 2.9, and 5 minutes between inratio 2.9 and 7.1. Therapeutic range 2.0 - 3.0 for the pt. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.